Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination by our sales organization : the examaination revealed that the device was not on the date of the reported event. However, the provided sample was tested according the requirements of technical safety check as well as a flow test was performed. Conclusion: the device is working according to its specification.